Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by stomach cramping and vomiting. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified course of antibiotics (dosage, route, duration and frequency not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.